Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. During recapture of a 27 mm watchman flx pro closure device, the device detached from the core wire and embolized within the left atrium and left ventricle. Due to the inability to retrieve the embolized closure device percutaneously, the patient underwent surgical intervention via sternotomy for device removal. It was further added that multiple recaptures of the 27mm watchman flx pro closure device (wds) were performed, and a satisfactory position was unable to be obtained. So multiple attempts were performed to exchange the watchman fxd double curve access system for a deflectable guide catheter, and again multiple attempts were made at wds positioning without it being successful. The closure device component then detached from the core wire as described, but the physician stated it should not have detached unless turned 5-6 times. The surgical closure device extraction sternotomy was successful in removing the closure device. The patient died while recovering from the sternotomy procedure.

Manufacturer narrative:
B2 outcome added, death. B5: information added. H6: impact code added: death.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. During recapture of a 27 mm watchman flx pro closure device, the device detached from the core wire and embolized within the left atrium and left ventricle. Due to the inability to retrieve the embolized closure device percutaneously, the patient underwent surgical intervention via sternotomy for device removal.